Manufacturer narrative:
It is not clear at this point if the device and/or lot information is available. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If the device is returned the complaint will be investigated and a follow up report will be filed. If lot information does becomes available and if the record review indicates that there was a non-conformity a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.

Event description:
"The patient has a history of pseudotumor cerebri and had presented to the physician (md) several weeks prior to this event with headaches that were nonresponsive to shunt dialing. It was decided that she may be in shunt failure. She had a shunt revision. Tow weeks following this procedure, she went to the ER with persistent headaches. On valve check, it was set at 40 and it was supposed to be set at 200. The patient's valve was dialed up to 200. She was followed up as outpatient. Half a month after the shunt revision, she presented to the ER with drainage coming from her incision and a small dehiscence over the reservoir. She was admitted and scheduled for shunt removal and placement of an external drain. One day later, she went to the operating room and had the shunt removal and placement of an external ventricular drain (evd). Upon examination, the shunt valve was broken."